Event description:
During an atrial fibrillation procedure, blood leakage was observed from the hemostasis valve. This occurred after the sheath was inserted into the left atrium and the dilator was removed, prior to catheter insertion. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of blood leakage could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.